Manufacturer narrative:
(B)(4). Assumed 1st day of month that complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. The following information was requested, but unavailable: how much bleeding occurred (please quantify amount of bleeding)? Was patient given any blood products? Was there any change to procedure or post-op patient care? Or was the second el5ml device used sufficient to control the bleeding?

Event description:
It was reported that during an unknown procedure the clips were not forming correctly and the surgeon was unable to stop some bleeding. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: p94h84. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much bleeding occurred (please quantify amount of bleeding)? Was patient given any blood products? Was there any change to procedure or post-op patient care? Or was the second el5ml device used sufficient to control the bleeding? Response received: I do not have any additional info on this. This is all I know.